Event description:
Opened x-ray detectable sponges onto sterile surgical field. Discovered lint within sponges; lint was gray fluff approximately 2 cm x 0.5 cm. Picture attached. Two potential issues existed if it was not discovered; questionable sterility of the sterile field or lint could become a unintentional foreign body within the patient upon discovery, the entire sterile surgical field was taken down and another sterile field reestablished. No patient harm.